Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit notified ¿iabp may require maintenance¿ message on the screen. The pump was changed out to another cardiosave console without incident and little downtime. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10 it was reported that, the cardiosave intra-aortic balloon pump (iabp) had iabp may require maintenance message. Kelly rn called stating a cardiosave had an ¿iabp may require maintenance¿ message on the screen. The pump was changed out to another cardiosave console without incident and little downtime. No harm to patient. Kelly would like our service department to reach out to her biomedical department to service the pump. She participated in giving pump information for service. Jeff dooley and pam leblanc notified via email. The customer has a trained biomed that reoairs the cardiosave units fse was not called for repair. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available. H3 other text : repair is not done by getinge